Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant procedure physician was unable to place stylets freely in and out of the lead. The lead was removed and replaced with a different lead. It was also reported that during implant of the right ventricular (rv) lead, the tip of the lead was deployed before operator extended, and the tip was bent. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead became extrinsically distorted due to pulling/stretching/ overstress. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead has been stretched so the inner insulation buckled and prevents the helix from functioning properly. If information is provided in the future, a supplemental report will be issued.